Manufacturer narrative:
The reported event of failure to alarm for occlusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the pump module failed to alarm for occlusion when the c-clamp on the patient¿s port-a-cath was closed. Ivig was intended to infuse at 50 ml/hr and the vtbi counted down by about 150 ml but it was noted that no fluid had infused from the bag. There was no patient harm.